Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)/2017 that on (B)(6)2017 the receiver initialized without a manual restart. No additional event or patient information is available. No data was provided for evaluation. The receiver was returned for evaluation. External visual inspection was performed and passed. A receiver charge and boot was performed and failed due to perpetual rebooting. A functional test could not be performed. The receiver case was opened, the ui pcba board was detached from the receiver and the receiver log was downloaded. An interior visual inspection was performed and passed. Confirmation of the allegation could not be confirmed due to user shutdown followed by receiver perpetual rebooting observed on the receiver. The probable cause could not be determined.

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The complaint confirmation of the receiver initializing without manual restart could not be determined. A root cause could not be determined.